Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a discrepant result for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 6000 c (501) module compared to a monarch-module-1000 system. The initial crej2 result on the cobas c501 was 74 mol/l. The same sample was tested on a monarch-module-1000 system and a crej2 result of 105 mol/l was obtained. The sample was again tested on the cobas c501 with a crej2 result of 74 mol/l. The initial result was not reported outside of the laboratory. There was no allegation of an adverse event. The crej2 reagent lot was 274020 with an expiration date of 30-apr-2019. Further investigation showed that both the cobas c501 and the monarch system had a high between run imprecision for their qc results. The crej2 result from the cobas c501 is assumed to be correct due result of 74 mol/l being obtained twice within a two hour period. Due to the apparent high imprecision of the monarch system a reagent or sample carry over cannot be excluded unless repeat testing is performed on the system. The investigation is currently ongoing.

Manufacturer narrative:
The calibration data that was provided was unsuspicious. Quality control results were acceptable for 1 level but too low for another level. A specific root cause was not identified.